Manufacturer narrative:
Device evaluation summary: a service engineer medtronic conducted an investigation based upon all information received. The device was available for evaluation. The medtronic (se) inspected the device and found a relevant code in the diagnostic logs. The se ran self-testing to clear the error. The unit passed testing and operated within the manufacturing specifications. It was reported that while in use on a patient, the 980 ventilator entered backup ventilation. The reported issue was confirmed in logs. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator entered backup ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.